Event description:
Boston scientific received information that latitude had detected a red alert for high shocking impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Testing has not been performed and no additional information has been received regarding the clinical observations. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received that the red alert for high shocking impedance measurements were still being received six weeks later. No testing or surgical intervention has been performed to test the integrity of the system as the patient has not been seen for a follow up visit. This product issue will be updated if additional information is received.